Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150 set and a prismax machine, the machine had an "ongoing issue with the touchscreen being unresponsive". Treatment was discontinued two times. The set was replaced each time, and the extracorporeal blood was not returned to the patient in either instance. The volume of blood loss was "less than 50ml". There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: four (4) companion samples were received for evaluation. Visual inspection of the first sample showed debris in the set effluent line blood leak detector (bld) tube. The set was loaded and primed on a control unit and passed all machine testing. An air leak test was performed on the filter blood side and no leak was detected. The bld tube of the second product appeared cloudy during inspection. The third product also showed debris in the bld tube. A fourth companion sample from an additional lot was received and no anomalies were detected during evaluation. A batch review was conducted for both lots and there were no deviations found related to the reported condition during the manufacture of the lots. The reported internal leakage issue was not verified during testing of the companion samples. Should additional relevant information become available, a supplemental report will be submitted.